Event description:
It was reported that the event occurred while in the cath lab during use. The user placed an intra-aortic balloon (iab) through the sheath via the patient's femoral artery without issue. Approximately 30 seconds later they received a high pressure alarm. After a few attempts at refilling and checking the system for kinks the user decided to remove the iab. As a result, the iab was removed successfully. A new iab was inserted via the same insertion site and intra-aortic balloon pump (iabp) therapy continued as planned. There was no report of patient death, complications or injury. No medical/surgical intervention was required. No pump strips were generated. There was an approximate five minute delay or interruption in therapy with no harm to the patient. The patient's outcome is the patient was transferred to the intensive care unit successfully after the second insertion.

Manufacturer narrative:
Manufacturer control no. (B)(4).